Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Cannula bent in customer's body and insulin is leaking out - self adhesive is wet. No adverse event occurred. Material replaced and requested for investigation.